Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that 12.6mm, vticm5_12.6, -7.50/1.00/87 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. Low vault was observed, lens remains implanted. Cause of event is unknown. The reporter stated " the vaults are very low. The acuities are stable and good and the lens are ok." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.